Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional information received from a consumer via consumer form and sculptra questionnaire on 04-mar-2009: she received two vials total of poly-l-lactic acid injection in her cheek region only that was administered by a registered nurse during her first and only visit on (B)(6) 2009. Within the first week post-injection ((B)(6) 2008), a pea-sized lump showed up on her left cheek below and inward from her ear that had become visible. Within the first sixty days, four more lumps that could be felt under the skin in her cheek and lower cheek areas had developed. A biopsy was not performed. She believed that the poly-l-lactic acid was diluted and reconstituted according to the manufacturer's directions per her health care/registered nurse provider. The event remained ongoing at the time of this report. No further relevant information reported.

Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on 10-feb-2009 and by (B)(4) on 12-feb-2009: a female consumer (age unspecified) reported that she received treatment with poly-l-lactic acid (sculptra, lot # and expiration date unspecified) one series of injections (2 vials) in her cheek area on an unknown date almost 7 months ago. Shortly after the injection, she experienced several small bumps that appeared right away and have not gone away. Most are very small and are palpable only, but one bump is larger and visible. Her physician injected it with triamcinolone acetonide (kenalog) and it softened out, but it came back (procedure was repeated twice). There is a small dent around the tissue from the steroid; therefore, she does not want to keep injecting it since it returns. No further relevant medical information was provided at the time of this report.